Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having a feeling like a ¿power surge.¿ this was described as feeling like a sudden onset of lightheadedness, dizziness, and fogginess. The issue starts from the left and transmits to the right mostly when the patient turns to the right or looks up/down. The ins is located on the left. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the surging feeling was when they turned their head and looking up or down. As steps taken to resolve the issue, the patient was wearing a neck brace and taking ibuprofen. There were no further complications reported or anticipated.

Manufacturer narrative:
Added device code that was missing from initial report. If information is provided in the future, a supplemental report will be issued.